Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was confirmed. The probably cause was most likely attributed to the failure of the light-emitting diode (led) unit. Based on the investigation results, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center displayed error code e105 (image processor or light source). It is unknown when the issue occurred. There was no report of patient harm.